Event description:
Reporter indicated that pt developed an infection at her generator site following a generator replacement procedure. Device was reportedly being explanted same date as MFR was alerted to the event. Good faith attempts for both further info and the return of the prod are currently being made.

Manufacturer narrative:
MFR reviewed device sterility records for pulse generator. Review of sterility records confirmed device sterility prior to shipment.